Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) trial. It was reported that during a coronary artery stenting treatment procedure stent under expansion occurred. The index procedure treated a 3.5x35mm lesion of the 70% stenosed proximal left anterior descending (lad). Treatment consisted of pre-dilation and placement of a 3.5x38mm taxus liberte stent. Post dilation was performed, "significantly improving" the angiographic result. However, there was some additional under expansion at the distal portion of the stent. Additional post dilations at 12, 14, and 16 atm were performed with a 3.5x21mm non-bsc balloon with the 70% and 75% sequential lesions reduced to 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.